Event description:
It was reported that the customer had a high blood glucose of 500 mg/dl and he had been receiving no delivery alarms on his insulin pump. During troubleshooting, he customer performed a fixed prime, the insulin exited and the insulin pump alarmed no delivery. The customer removed the reservoir from the insulin pump and disconnected and reconnected the reservoir and infusion set at the tubing connector. He was advised to slowly push insulin through the tubing with a plunger and insulin exited. While running a manual prime, insulin exited the tubing and it was explained that the alarm was caused by an infusion set or reservoir occlusion. It was found the customer had been using expired reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.